Event description:
The customer reported that while the intra aortic balloon pump was in use on a pt, the monitor went blank several times and the unit continued pumping. The unit was replaced with another unit and therapy was continued. No pt injury was reported.